Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient left them a voicemail reporting code 8476 (motor stall) on their ptm. The reporter would follow up with the patient. Additional information received reported that the cause for the motor stall was determined. The pump had reached eos (end of service) , originally implanted (B)(6) 2015. The actions and interventions taken to resolve the motor stall was the pump is scheduled to be replaced (B)(6) 2022.